Event description:
It was reported on (B)(6) 2026 in saudi arabia that the patient received infusion set with out of box damage, including packaging that was not sealed properly, misshaped, or with sterile packaging not intact prior to use.

Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. Address ¿ line 1: (B)(6). Address ¿ line 2: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.